Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have a broken main tube at the distal tip. A piece measuring at approximately 3.10 mm x 2.90 mm was missing and not returned. Components adjacent to this broken main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, 8mm fenestrated bipolar forceps instrument jaws didn't move. The procedure was completed with no reported injury.